Event description:
Pt alleges receiving implants in 1985 from an unk MFR. Pt also alleges her implants were leaking; therefore, she had them removed in 1990 and had replacements of an unk MFR. Physician alleges pt had been bothered with severe pain and discomfort in her breasts secondary to breast capsulitis. Her implants have changed in position and size and the question of the intactness is doubtful. Her breasts are nodular, tender and deformed in appearance and these changes have all been progressive and getting worse. Operative report shows the pt had a total capsulectomy performed and the implants were removed and both were found with the outer lumen not intact. Pt alleged in 3/95 she had a hard mass found in right pectoral muscle and had removed as an outpatient. Physician thought it was silicone matter from previous implants that had formed the mass.

Event description:
Physician alleges pt has been bothered progressively with severe pain and discomfort in her breasts secondary to breast capuslitis. Her implants have changed position and size and the question of the intactness is doubtful. Her breasts are nodular, tender and deformed in appearance and these chnages have all been progressive and getting worse. Operative report shows the pt had a total capuslectomy performed and the implants were removed and both were found with the outer lumen not intact. Pt alleges in 3/95 she had a hard mass in right pectoral muscle and had removed as an outpatient. Physician thought it was silicone matter from previous implants that had formed the mass.

Manufacturer narrative:
No conclusion can be drawn.